Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that the implantable neurostimulator (ins) from the beginning had issues to charge. The patient related that from the first time (first minute) it was very difficult to charge. The patient was always trying, when the rep was aware of this another charge system was given to the patient to resolve the issue, but the issue maintained. The ins didn't accept the charge. The ins was explanted. No symptoms were reported. The patient was alive with no injury. The rep additionally reported that telemetry in the beginning was okay, but after sometime couldn't be made. In may the patient was given a new charging system to try. The rep want to be 100% that the problem was the ins, and not in the charging system. The physician wanted to exclude too the chance of the ins being too deeply and couldn't charge.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 26. The last recorded recharge session performed while the device was implanted was on (B)(6) 2015. The device was recharged for 7 seconds and the battery did not charge. A prior charge occurred on (B)(6) 2015; it lasted 8 seconds and the battery voltage did not increase. The parameter trend diagnostic section of the trace report shows patient usage during this session. No coupling (0 bars) was observed during the last five recharge sessions. The battery discharged to the lock mode on (B)(6) 2015. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor MRI ins, indicating that this ins is working correctly with a recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.